Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump implant date was unknown. The patient did not experience any symptoms, just heard the pump alarm. It was confirmed the patient had an MRI on(B)(4) 2017 around 18:52. The pump would be returned.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received catapressan (75.0 mcg/ml, 14.99 mcg/day), morphine (12000.0 mcg/ml, 2398 mcg/day), and prialt (20 mcg/ml, 3.997 mcg/day) in an implantable pump for an unknown indication for use. Following an MRI on (B)(6) 2017, the patient hear a pump alarm. A motor stall occurred. The hcp decided to replace the pump quickly. The pump was replaced on (B)(6) 2017. A provided interrogation session report from (B)(6) 2017 (17:08) indicated the pump had approximately 5 months until elective replacement indicator (eri). An interrogation session report from (B)(6) 2017 (19:03) indicated a motor stall occurred at 18:52 that day. The pump then went into safe state at 18:52. The pump was then refilled and programmed. Following the refill, a low battery reset occurred at 19:03 and the pump again went into safe state. It was attempted to reprogram the pump several times, but a low battery reset occurred (19:18, 19:31, 19:40, and 19:52). Other motor stalls were listed to have occurred at 19:39 and 19:51; no motor stall recoveries were recorded. No patient symptoms were reported. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.